Event description:
The incident was reported as: the clips broke off during use. No patient injury or intervention reported.

Manufacturer narrative:
Device sample requested, but not received at the time of this report. Investigation results not available at the time of this report.